Manufacturer narrative:
No data analysis was performed because of improper technique. Per technical services rep, pt was testing the same finger. Re-sticking the same site may have caused pre-analytical errors in fingerstick. Also, inr result from (B)(6) 2011 could not be included in data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Previous investigation of strip lot 243934 from a previous case met precision criteria. No further investigation is required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. Inr reported are registered on memory strip investigation was performed on lot 243934. For each pair of replicates for each sample on strip lot 243934, mean and standard deviations were calculated. In-house test results have 6.67% and 2.84%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 2.2; date: (B)(6) 2011, inratio: 5.5, retest inratio: 4.2. Pt's target therapeutic range is 2.0 - 3.0.